Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 211 mg/dl. The current sensor glucose value is 40. The sensor glucose and blood glucose is not within acceptable range. The customer was advised not to calibrate on a sensor alert. Customer was advised we will ship replacement sensor and patient declined the replacement of the sensor.